Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient presented to the emergency room after passing out. Both right atrial (ra) and right ventricular (rv) leads had over-sensing, noise and episodes of asystole. The ra lead was capped and replaced. The rv lead was also capped and replaced. No further patient complications have been reported as a result of this event.